Event description:
Clinical study. Same case as 6000093-2006-01033. It was reported that 407 days after a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.5m, 100% stenosed, 24mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x24mm drug eluting stent, which had expired, in the target lesion. A dissection occurred distally. The physician then implanted a taxus express2 8.8% 3.50x12mm drug eluting stent to treat the dissection. The lesion was post dilated. Lesion 2 was a 3.0mm, 75% stenosed, 28mm long portion of the 2nd obtuse marginal (2nd ob marg). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.00x28mm drug eluting stent in the target lesion with post dilatation. There were no further complications. The pt was discharged 2 days later on plavix and aspirin. Four hundred and seven days after the initial procedure, the pt required a tvr. The physician successfully placed a taxus express2 stent in the distal left anterior descending artery. The pt was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is unk.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The stent had expired. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.